Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the pain first noted by a physician? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown sling procedure in (B)(6) 2015 and the mesh was implanted. Post-operatively, the patient did not experience symptom improvement and subsequently, developed pain around the vaginal portion of the mesh. In (B)(6) 2016 the patient had the vaginal portion of the mesh excised under anesthesia. This was done without complication. The patient has also experienced pre- and post-operative oab symptoms, over active bladder, for which she remains under the care. Additional information has been requested.